Event description:
The pt stated, that her blood glucose began to elevate last night (in 2007) and she began to receive occlusion errors this morning (3/7/07). She stated, that her blood glucose elevated to 500 mg/dl. She stated, that her infusion site had been in use longer than 48 hours. The pt was advised to change her infusion every 48 hours and that this may be the cause of the elevated blood glucose. The pt was advised to disconnect from her infusion site and she was able to bolus without error. The pt called back after changing her infusion site and stated, she was still receiving occlusion erros while trying to bolus. The pt is visually impaired and stated, that she may have under filled her insulin cartridge, but she could not be sure. The pt was advised that underfilling the cartridge can cause an occlusion, especially if the piston rod is not adjusted properly. Upon follow up, the pt stated she was underfilling the cartridge and the piston rod was not properly adjusted. She stated, that the issue has been resolved and her blood glucose returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.